Manufacturer narrative:
The green sureform 60 stapler reload has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history indicates that this record is related to patient identifier (B)(6). No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the green sureform 60 stapler reload broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the green sureform 60 stapler reload was locking out during the case and the reload would not come out. The related record, patient identifier 459946 stated that a piece of plastic from the reload fell in the patient (shattered off) and was retrieved via a grasper. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform green reload accessory involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of the exposed knife to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on in-house testing. The root cause is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.